Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The healthcare provider (hcp) reported bloating of the stomach on the right upper quadrant after eating; the issue occurred since implant. Impedance tests showed readings of greater than 4000 ohms on all but one electrode. It was suggested that the patient get an x-ray. . Additional information from the hcp received on (B)(6) 2015 reported postprandial fullness as well as bloating. Lead 2 showed greater than 4000 ohms, so lead 2 was "turned off." The cause of the high impedances was not determined; the x-ray showed no "fx" lead. High impedances had not been resolved and were pending next visit. Cause, actions, and outcome remain unknown. Follow up is being conducted to obtain additional information. The patient was indicated for gastric stimulation.